Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the universal surgical manipulator (usm) floated. The intuitive tech support engineer (tse) reviewed the live logs and found no usm 4 related errors. The surgeon continued with the procedure robotically. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. Customer power cycled the system, and this resolved the issue and the customer indicated the issue did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part.

Event description:
Refer to h11 for follow-up information.